Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided product photographs. Examination of the provided product pictures found a fragment from the threaded tip of the reported device has broken. The investigation found sufficient evidence to confirm the reported broken event. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: (B)(4), lot: l788102. Manufacturing site: (B)(4). Release to warehouse date: 24.apr.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an intramedullary nailing procedure, the frn driving cap was sheered off when striking and attempting to drive nail down into patient¿s femoral medullary canal. There was a surgical delay of fifteen (15) minutes. The procedure was completed using a new driving cap from a new set. The procedure was successfully completed without patient consequence. This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: driving cap/threaded (p/n: 03.010.523, lot #: l788102) was returned for analysis. Upon visual inspection, the distal tip of the complaint device is broken at the threaded section and fragment is present in evidence provided, confirming the reported condition. Additionally, scratches are visible on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the complaint device. Document/specification review: the current and manufactured revision of drawings were reviewed. Investigation conclusion: the reported condition of the complaint device (driving cap/threaded) is confirmed. The distal tip of the complaint device is broken at the threaded section, fragment is present on evidence provided; scratches are visible on the top of the proximal head. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided product photographs attached in the notes and attachments section of the pc titled 2a97a334-094c-49f5-8de6-7c56e7f5c667.jpeg. Examination of the provided product pictures found a fragment from the threaded tip of the reported device has broken. The investigation found sufficient evidence to confirm the reported broken event. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.